Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("intense abdominal pain") and haematochezia ("blood in stools") in a 48-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: iud no specification. On an unknown date, the patient had essure inserted. In 2012, the patient experienced premature menopause ("precoce menopause"), tendonitis ("recurrent tendonitis on elbow"), visual impairment ("vision decreased") and depressed mood ("moral decreased"). In 2017, the patient experienced neck pain ("neck was very painful"), haematochezia (seriousness criterion medically significant) and spinal disorder ("cervical compression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("general fatigue"), depression ("depression") and allergy to metals ("allergic to 5 on 8 component of essure"). The patient was treated with surgery (essure removal). Essure was removed in 2018. At the time of the report, the abdominal pain, fatigue, depression, premature menopause, tendonitis, visual impairment, depressed mood, neck pain, haematochezia, spinal disorder and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, depressed mood, depression, fatigue, haematochezia, neck pain, premature menopause, spinal disorder, tendonitis and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("intense abdominal pain") and haematochezia ("blood in stools") in a 48-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: iud no specification. On an unknown date, the patient had essure inserted. In 2012, the patient experienced premature menopause ("precoce menopause"), tendonitis ("recurrent tendonitis on elbow"), visual impairment ("vision decreased") and depressed mood ("moral decreased"). In 2017, the patient experienced neck pain ("neck was very painful"), haematochezia (seriousness criterion medically significant) and spinal disorder ("cervical compression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("general fatigue"), depression ("depression") and allergy to metals ("allergic to 5 on 8 component of essure"). The patient was treated with surgery (essure removal). Essure was removed in 2018. At the time of the report, the abdominal pain, fatigue, depression, premature menopause, tendonitis, visual impairment, depressed mood, neck pain, haematochezia, spinal disorder and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, depressed mood, depression, fatigue, haematochezia, neck pain, premature menopause, spinal disorder, tendonitis and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6)2019 for the following reason: the case will be deleted from bayer pv database. Nullification reason case (B)(4) had been identified as duplicate of case (B)(4). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("intense abdominal pain") and haematochezia ("blood in stools") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (B)(6). Previously administered products included for an unreported indication: iud no specification. On an unknown date, the patient had essure inserted. In 2012, the patient experienced premature menopause ("precoce menopause"), tendonitis ("recurrent tendonitis on elbow"), visual impairment ("vision decreased") and depressed mood ("'moral' decreased"). In 2017, the patient experienced neck pain ("neck was very painful"), haematochezia (seriousness criterion medically significant) and spinal disorder ("cervical compression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("general fatigue"), depression ("depression") and allergy to metals ("allergic to 5 on 8 component of essure"). The patient was treated with surgery (essure removal). Essure was removed in 2018. At the time of the report, the abdominal pain, fatigue, depression, premature menopause, tendonitis, visual impairment, depressed mood, neck pain, haematochezia, spinal disorder and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, depressed mood, depression, fatigue, haematochezia, neck pain, premature menopause, spinal disorder, tendonitis and visual impairment with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.